Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 19 mg/dl. Prior to the event, the customer thought his blood glucose reading was 458 mg/dl because of scratches on the screen, but the reading was actually 158 mg/dl. The customer declined troubleshooting since he knows it was his error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.